Event description:
The customer's mother reported that the insulin pump had keypad anomaly. Customer stated that daughter was trying to deliver bolus and the number kept scrolling on their own. Troubleshooting was done. Customer's blood glucose was 205 mg/dl. Customer mentioned that it was a hot day and patient was outside. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. No display anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.